Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed with nasopharyngeal sample on (B)(6) 2023. Confirmation testing via pcr (platform unknown) was performed at another hospital and generated a negative result. Additionally, testing with an unknown antigen was performed and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m218761 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m218761 and test base part number 192-430 / lot m218761. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot m218761 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. H3 other text : device discarded; single-use device.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded; single-use device.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed with nasopharyngeal sample on (B)(6) 2023. Confirmation testing via pcr (platform unknown) was performed at another hospital and generated a negative result. Additionally, testing with an unknown antigen was performed and generated a negative result. No additional patient information, including treatment and outcome, was provided.